Event description:
A nurse reports during surgery, the handpiece and tip heated up, resulting in a slight corneal burn. F/u with the surgeon indicated the slight burn occurred in pre-phaco mode. No other info is anticipated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).